Event description:
Customer reported receiving imprecise adc meter readings of 343 mg/dl, 50 mg/dl and 268 mg/dl obtained within ten mins. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values is considered clinically significant. The customer also stated that as a result of the readings, they "may have taken too much insulin" and experienced hypoglycemic symptoms. No self-treatment was reported, no third-party medical intervention was required. There was no report of death, serious injury or permanent impairment associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been requested back for an investigation and a final report will be submitted when the investigation is complete.